Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('intense fatigue') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), nervousness ("nervousness"), anxiety ("anxiety") and skin disorder ("skin problem"). At the time of the report, the fatigue, alopecia, abdominal pain upper, nervousness, anxiety and skin disorder outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, fatigue, nervousness and skin disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('intense fatigue') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), nervousness ("nervousness"), anxiety ("anxiety") and skin disorder ("skin problem"). At the time of the report, the fatigue, alopecia, abdominal pain upper, nervousness, anxiety and skin disorder outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, fatigue, nervousness and skin disorder to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.